Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of the complaint-handling database was performed and identified no other incidents reported for failure to adhere or bond to leaflets from this lot. Potential causes for failure to adhere or bond to the leaflets leading to partial clip movement were considered, including manufacturing, patient morphology/pathology and user technique. Failure to adhere or bond to leaflets leading to partial clip movement can be a result of manufacturing anomalies, such as clip actuation issues. The failure to adhere or bond to leaflets may be influenced by anatomical morphology/pathology, associated comorbidities, and disease state, such as tethering of the leaflets, chordae interaction, or leaflets that are restricted and prolapsed. Factors related to user technique which can influence failure to adhere / bond to leaflets include, but are not limited to, difficulties with leaflet assessment, placing the clip with suboptimal visualization or not following the procedural steps outlined in the instructions for use (IFU). All available information was investigated and a definitive cause for the reported failure to adhere / bond to leaflets could not be determined. The reported patient effects of mitral valve injury (tissue damage) and mr (worsening) are listed in the mitraclip system IFU as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the following information was provided: the clip was slightly more mobile as if the posterior leaflet was less inserted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet damage and increased mitral regurgitation that was observed two days after the clip was implanted, which required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr) with a grade of 4+. The clip was implanted on the lateral part of the a2/p2 leaflets of the mitral valve, and the mr was reduced to 1+. Two days post-procedure, on a follow up echocardiogram, it was observed that the mr increased to a 4+ due to the presence of two different jets coming from the medial and the lateral part of the implanted clip. The clip was confirmed to be secure to both leaflets; however, the physicians opinion is that the lateral portion of the p2 leaflet was torn. The patient is not symptomatic and was discharged home. An additional mitraclip procedure has been planned for (B)(6) 2015. No additional information was provided.